Event description:
It was reported that patient presented to clinic for follow up, the left ventricle (lv) lead failed to capture. The lv lead was capped and replaced with a new lead on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.